Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient had periodic shocking sensations after the reported fall. An impedance test was taken on (B)(6) 2020 and it showed a short on electrode 6. The patient was programmed not using electrode 6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is sporadically feeling like they are getting zapped in the head. This correlates to a fall that the patient had monday afternoon. The caller did not have the remote, it was reviewed that if they get the remote, patient can be walked through making changes if desired. It was suggested for the caller to contact the patient's managing health care provider (hcp) to determine next steps as caller did not feel comfortable deciding whether to turn it off or down. The caller believes that the patient was still getting symptom relief.